Event description:
Reportedly, patient encountered issues to set up the subject home monitor with wirex. The wirex was connected to the home monitor, which was then powered on. When pressing the button, it turned red. The same situation happened again even after changing phone ports, or after moving all equipment to a different room (in the case of interference) and trying a different phone cable. It was confirmed that the patient was physically holding the home monitor during each attempt to set up the home monitor.

Event description:
Reportedly, patient encountered issues to set up the subject home monitor with wirex. The wirex was connected to the home monitor, which was then powered on. When pressing the button, it turned red. The same situation happened again even after changing phone ports, or after moving all equipment to a different room (in the case of interference) and trying a different phone cable. It was confirmed that the patient was physically holding the home monitor during each attempt to set up the home monitor.